Event description:
Information was received from a consumer regarding patient receiving fentanyl with an unknown concentration and dose via an implantable pump for non-malignant pain, post lumbar laminectomy syndrome, and spinal pain. It was reported in the early part of 2015 patient was swimming and heard something under the water and found out pump was alarming. Patient stated it was an eerie experience to hear something coming out of the body. It was noted the reason it occurred was due to patient missing refill. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.